Event description:
The patient was scheduled for a neurostimulator pull on may 29, 2024. However, they experienced a massive heart attack the night before the procedure. The patient was hospitalized in the ICU and the neurostimulator was pulled. The patient was released from the hospital on (B)(6) 2024 and was sent to rehabilitation. They were released from the rehabilitation facility on june 14, 2024 and they are now home and doing ok.

Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, implanting the device in an off label location and implanting the device too close to the targeted nerve have been ruled out as potential causes. It was reported that the heart attack was not related to the neurostimulator. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.